Event description:
Additional information received reported that the system was on the left and was removed and replaced on the right side. It was noted that it was on the wrong side of the spine.

Event description:
It was reported that the device came out of its pocket, and the anchoring came out of the spine. The reporter stated the current device "was supposed to be explanted and a new device implanted on the right side, not the left side." The reporter stated that the surgeon was delaying this surgery. A loss of therapeutic effect was reported. There were also three knots over the stimulator, and the patient could feel the lead coming through his skin which bled when he moved it. A severe infection on the left side was reported. Patient was given steroid injections for his infection which made his condition worse. The patient thought that the nurse got to close to his battery. Since the steroid injection patient had been having sweats at night. The patient was in severe pain. It was noted that patient was also having 'problems recharging'. The reporter stated that the patients ear was 'going dead', but it was unclear whether this issue was related to the event. Additional information was requested, and a follow up report will be sent if additional information is received.

Event description:
Additional information received reported the system was 'put in wrong.' It was stated that 'some wires' had come loose and that was the reason a replacement system was implanted in (B)(6) 2012. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer.